Manufacturer narrative:
(B) (4). Evaluation summary: as stated in the package insert for nexgen trabecular metal tibia trays may be used with or without bone cement depending on the biological fixation and bone quality of the patient. No patient information, such as bone stock quality was provided. The device remains implanted. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during surgery on (B) (6), 2009, the surgeon prepared for a mis tm tibia size 4. When he impacted the tibia, he did not get proper fixation and was able to lift the tibial implant out of the prepared surface. He then mixed one bag of palacos r and cemented the pegs only and impacted the tibia a second time. After the cement cured, he checked the tibial plate for movement. The tibial plate was secure.